Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic amplitudes. The patient was washing a car at the time of the shock. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. During office testing, the sensing failed in all three sensing vectors. Technical services discussed some programming options. The clinic will not make any programming changes but will continue to monitor the patient. There were no additional adverse patient effects. The system remains implanted.